Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos of a bulk non-sterile box were received and evaluated. It was observed the face of the box had the number "496" written on it and no label was present, which was rejectable per product specification. Potential root cause for the missing label defect is associated with the manufacturing personnel. The labels for bulk non-sterile product are manually applied to the box. It is likely the label was not applied properly. A plant-wide retraining for proper label application to reduce the occurrence of missing labels was completed (B)(6) 2020. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the missing label defect is associated with the manufacturing personnel. The labels for bulk non-sterile product are manually applied to the box. It is likely the label was not applied properly.

Event description:
It was reported that syringe 10ml ll bns was missing label information. The following information was provided by the initial reporter: "customer ordered on order 20001745, 25500ea from reference (B)(4). However, they received 1 box of 850ea without label on the box or identification in the box. Therefore, they cannot accept this unlabeled box.".